Event description:
It was reported that three products in same batch had air leakage issue. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found leaking was occurring by feel and sound. Functional testing had samples placed under water to determine the location of the leaking. The leaking on all three samples were related to pin holes away from any sealing locations of the material. This type of pin hole failure is not typical to what has been noted in previous history of complaints. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. Operator of device is unknown. UDI are unknown. No information is provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.